Manufacturer narrative:
Of the 6 devices, 2 lot numbers were provided, and lot history reviews were performed. Of the 6 reported malfunctions, devices were not returned for evaluation. Medical records were received and reviewed for all six malfunctions. Perforation was confirmed for 6 devices and tilt was confirmed for 5 devices and inconclusive for one device. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use.

Event description:
This report summarizes six malfunctions. A review of the reported information indicates that model dl900f vena cava filter allegedly perforated and tilted. The information was received from various sources. All six malfunctions involved patient with no reported patient injuries. Three male and three female¿s ages were reported ranging from 53 to 79 and one female patient weighs (B)(6) lbs and remaining patients weight were not provided.